Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were sticking and a button error alarm had occurred. It was also found the customer's up and down buttons were not responsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.